Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged battery door. During analysis, the reported issue was able to be duplicated. It was noted that the air detector failed an air detector test. Visual inspection showed a dent on the air detector and will be replaced by service to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that cadd solis vip pump displayed an air in line alarm. There were no adverse events reported.